Manufacturer narrative:
Co has received both pieces of the catheter and based on the investigation it does not appear to have severed as a result of cutting with a sharp instrument, but rather as a result of bending and restraightening continuously over time. Unfortenately, co does not have sufficient info as to the length of the implant in this case to determine if that is the case.

Event description:
When the catheter was removed from the pt, the nursing staff realized that the catheter was shorter than expected. X-ray of the pt showed that 9 cm of the catheter had remained in the bladder. Pt was returned to the theater where the remaining section of the catheter was retrieved from her bladder.